Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a2, a3a, b3, b5, and h6 (health effect clinical code and medical effect impact code). Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating any faults to the device. The device was recertified and returned to the customer. Review of the device activity logs showed the device detected multiple pad on/off messages before the user attempted the first shock. After the device detected a valid impedance, the user was able to shock the patient at 200j. There is no evidence in the log that suggests the device was charged a second time or unable to deliver therapy. Based on the log review, the device appears to have worked as expected. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate an 82-year-old-male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.